Manufacturer narrative:
Only one of the orbit systems was received for analysis. A non-sterile trufill orbit dcs was received coiled inside of plastic bag. The hypotube was inspected and a kink was found. The introducer was zipped. The support coil was inspected and no damages were found. The support coil, the gripper and the embolic coil were inside of the introducer. The od was measured and was found within specification. The embolic coil and the gripper were inspected under microscope. The embolic coil was stretched and no damages were found in the gripper. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Inspections are in place to prevent these kinds of damages leaving from the facility and it was reported that there was no damage to the devices prior to use. The functional testing as related to the report of insertion difficulty could not be performed due to the conditions of the received product. Based on the analysis, the cause of the kink on hypotube and stretched embolic coil could not be conclusively determined. However, based on the report from the customer that a kink on the non-cordis microcatheter was the cause of the insertion difficulty, procedural factors and the concomitant device contributed to the event to the insertion difficulty and resulting device damage. A review of the mfg documentation associated with final assembly lot 13310682 and coil subassembly lots 13471289 and 13471549 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. Add'l info will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report #1058196-2009-00261.

Event description:
Resistance was encountered when inserting the first and second orbit coils (638cf0615) through the non-cordis echelon 10 microcatheter. Both coils were removed and were noted to be stretched. After inspecting the coils and delivery system, a kink on the distal part of the echelon 10 was noted. It was reported that the orbit delivery systems would not go all the way through the microcatheter due the kink that was noted on the echelon 10.